Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). The approximate age of device: 2 years and 8 months no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient suffered a hemorrhagic stroke and presented to the hospital unresponsive upon arrival. A CT scan of the head showed left occipital and left parietal lobe hemorrhage with right septal shift. Upon admission, the patient¿s inr was 2.6. It was indicated that there are no reports of prior head trauma. It was reported that the pump was performing as expected. The patient was placed on comfort care and expired on (B)(6) 2017. No autopsy will be performed and the pump will not be explanted. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established. The instructions for use lists stroke, bleeding, and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.